Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The family of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that the patient is complaining about having to go to the bathroom, but sits on the toilet for about a half an hour but cannot urinate. The caller stated that the patient has dementia so it is hard to understand exactly what bladder symptoms the patient is experiencing, but the caller stated that he knew they were being controlled at the time of the call. The caller also stated that the patient was "begging him to take her to the ER, but he knows that wouldn't help." The caller was offered assistance in checking to ensure the device was on and adjust the settings if need be, but the patient had to leave to use the restroom. The patient had seen her healthcare provider (hcp) on (B)(6) 2017, but the caller did not know what the hcp did when using the programmer to check the device and was not provided with any direction. At this point the caller mentioned that the hcp had to use the clinician programmer because at the time the patient's programmer did not have batteries in it. At the time of the call the pp was working as intended. The caller was advised to follow-up with the patient's hcp. No device malfunctions were reported and patient status is unknown at the time of this report. No further patient complications have been reported as a result of this event" in the event description.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.